Manufacturer narrative:
This supplemental is to report an additional method code.

Event description:
It was reported that the device and leads were explanted due to staph infection. The patient was stable throughout the procedure & postoperatively.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Interrogation of the device revealed it was above eri when received. The device was tested on the bench and no anomalies were found.